Event description:
It was alleged that a physician was attempting to use an admiral xtreme pta balloon. The target vessel was reported to be tortuous and angled, with no calcification. No abnormalities noted during preparation and inspection of the admiral xtreme device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted during delivery of the device to lesion. During the procedure the balloon burst while inflating at nominal pressure. It was reported that minimal force was used to remove the device from the patient. The physician was unable to retrieve the balloon and consequently stented over the balloon whilst in the patient¿s artery to prevent migration post op. No further clinical sequelae reported.

Manufacturer narrative:
Results/conclusions: patient¿s condition affected effectiveness of device -tortuous and angled with tight curvature. Device failure related to patient condition.

Event description:
Cine image review: a review of the images provided confirmed the clinical procedure and a complex lesion anatomy. The images show a balloon inflated and burst in a very tight curvature. The images also show a self- expandable stent placed at the lesion site.

Manufacturer narrative:
Evaluation, results: root cause is undetermined; none -no device returned; no results available since no evaluation performed- device not provided for review. Conclusion: other-root cause is undetermined; unable to confirm complaint - device not provided for review. (B)(4).